Event description:
Issue with syringes. Needles were dull and unable to insert smoothly into the insulin vial. When taking her insulin, the needle was hard to insert into her skin due to the needle being dull, causing pain. Customer tried 3 different packages and results were the same for all packages, however in the 3rd package opened, one of the syringes was missing the plunger completely. Replacement product sent to consumer.